Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump returned a no delivery alarm which was resolved by a set change. Customer reported that the insulin pump had been erasing her basal rates for two weeks leading up to the call. Customer reported recently having a high blood glucose level that the insulin pump could not read. Customer reported having a blood glucose level of 420 mg/dl the day before the call. Customer also reported receiving two additional no delivery alarms within one month of the call. Blood glucose level at the time of the call was not provided. No further information was provided.